Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a clinical study. The patient reported numbness and tingling on (B)(6) 2021. They were unable to access the catheter port on (B)(6) 2022 regarding an attempted dye study. The device diagnosis was indicated as being other, and the clinical diagnosis was withdrawal symptom. The pump administered fentanyl, hydromorphone, and bupivacaine. Regarding etiology, the relationship of the event to the device/therapy was related and possibly related to the implant procedure.

Manufacturer narrative:
Continuation of d10: product ID 8731, serial# (B)(6), explanted: product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a company representative reported that the patient had not been receiving adequate pain relief for about 1 year so a revision occurred. The healthcare provider (hcp) attempted to aspirate catheter but was unable to do so successfully, so the old catheter was removed and a new 8780 was implanted. When the hcp removed the old catheter it broke apart easily. There were no specific events that could have led to the issue; the hcp suspected that the old age of the catheter was a contributing factor. The overall daily dose of pump medication was decreased. The event was resolved at the time of the report. The patient was receiving fentanyl (1400 mcg/ml at 200.1 mcg/day), dilaudid (1.5 mg/ml at 0.2144 mg/day), and bupivacaine (7 mg/ml at 1.0005 mg/day) at the time of the event.

Event description:
Additional information was received from a healthcare provider via a clinical study indicated that a catheter revision was scheduled for (B)(6), 2022.

Manufacturer narrative:
Continuation of d10: product ID 8731 ; serial# (B)(6); product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the catheter was returned and visual inspection identified a break in the catheter. Continuation of d10: product ID 8731 lot# serial# (B)(6) product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving fentanyl (5000 mcg at 978.30933 mcg/day) via an implantable pump for unknown indications for use. It was reported that after a pump replacement on (B)(6) 2021 the patient began experiencing numbness and tingling in her right groin area projecting into the right anterior thigh. These symptoms worsened with the activation of her personal therapy manager device. A pump dye study was performed and the catheter was unable to be accessed or aspirated at all. The plan was for a catheter revision.

Manufacturer narrative:
Concomitant medical products: product ID 8731, serial# (B)(4), and product type :catheter. Other relevant device(s) are: product ID: 8731, serial/lot #: (B)(4), ubd: (B)(6)2008, and UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.